Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that upon opening of a smiths medical cadd solis vip pump, error code was noted with purple triangles on the screen. No adverse effects were reported.